Event description:
It was reported that following an attempted software update using the software distribution network (sdn) the programmer encountered a "read file" error and no longer showed any software as loaded. It was noted in the technical services call that the select model window had no devices listed. The user attempted to interrogate an implantable heart device and a message stating the software was not available appeared. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was showing that no software had been installed and the hard drive was reconfigured and the software reloaded and updated to resolve. Analysis also noted stressed tabs on the power cord door and that the programmer displayed an "overheat" message when it had been powered on for about 20 minutes. The power cord bay, power supply and system fan were all replaced to resolve found issues. (B)(4).